Event description:
Customer reportedly obtained results of 144 mg/dl and 79 mg/dl on the aviva system within ten minutes. Customer ate a snack and drank soda in response to results and symptoms. No adverse event reported. Requested return of suspect system and replacement sent.